Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states their screen is hard to read and is missing letters. The customer's blood glucose level at the time of incident was unknown. The customer did not have the pump with them. The customer was advised to call back when pump is in possession, in order to troubleshoot.